Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5. Event site postal code: 6150. A getinge field service engineer (fe) waiting for the customer to approve the quote to go onsite. Once the quote is approved and the fse goes onsite, more information can be requested by the relevant fse. Gfe was raised to get additional information but no response received. The investigation shall be closed, if any additional information received the complaint will be reopened to update it. H3 other text : customer did not request service.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was damaged. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.